Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(6) 2014 with the following findings: the display is dim/red/fading. Unable to confirm complaint of time and date reset on black box. Pump was exercised for 24 hours, then took out the battery for 6 hours and the time and date reset complaint was duplicated. Corrosion was found on the internal battery. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim display. This report is made based on the results of an investigation completed on 10/24/2014.